Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that during surgery the device took a graft of thickness .010 inches (thicker than anticipated). Another device was used to take an additional appropriate sized graft. An additional graft was taken. No additional patient consequences were reported.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at the 4 and 12 readings. The vespel and semi-circle bearings were replaced to aid calibration. The device was also recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.